Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in-clinic with a blister over the site of the implantable cardioverter defibrillator. An echocardiogram revealed a lesion over the lower aspect of the device. It was noted that the patient had a pocket erosion secondary to infection. The device was explanted, and the patient was given antibiotics. After the infection was resolved, a new device was implanted. The patient¿s condition was stable.